Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon leaked. The procedure was completed with another cre fixed wire rx dilation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results of balloon burst.

Manufacturer narrative:
Problem code: (B)(4). Investigation results: a visual and microscopic examination of the returned complaint device found that the balloon was ruptured, which confirms the reported event of balloon leaked. No damage found on the catheter of the device. The wire of the device was noted to be kinked. Based on the available information, the balloon was pre-inflated before inserting into the working channel that the condition can provoke the ruptured and the wire kinked found in the balloon, pre inflation of the balloon can provoke the balloon to loose its original form and cause friction inserting it on the working channel. Therefore, the most probable root cause is failure to follow instruction. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the balloon was pre-inflated.